Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a subsequent impedance rise to undefined measurements. The impedance came back down a month later and remained stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead had spikes of high impedance measurements as well as high threshold measurements after the lead was stable. The lead is still in use. No patient complications have been reported as a result of this event.